Event description:
It was reported that the patient recently implanted implantable cardiac monitor (icm) recorded asystole episodes where the patient had no concurrent symptoms. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.